Event description:
The recipient reportedly experienced loss of lock following a fall. External equipment was exchanged, however, the issue did not resolve. The recipient's device was explanted. The recipient was re-implanted with another advanced bionics cochlear device.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed damaged antenna coil wires. System lock could not be obtained. The condition of the electrode prevented an electrical test from being performed. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. The failure of this is attributed to broken antenna coil wires. A corrective action was implemented. This version of the hires 90k device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics no longer considers this event reportable. The recipient's issue reportedly resolved. The recipient is using the device and will not be explanted at this time. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing loss of lock after a fall. Revision surgery is scheduled.